Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had under delivering. The blood glucose level was 299 mg/dl at the time of incident. Customer treated with bolus. Customer was treated with insulin pump. Customer stated that there was no air bubble and leak. Customer alleging the insulin pump because customer's blood glucose level was getting high. Customer did not use the minimed 670g system. Customer was using insulin pump system within 48 hours of reported high blood glucose event. The device will not return for the analysis.